Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported the patient was hospitalized due to cloudy pd effluent and remains hospitalized. The patient was treated with ceftazidime injection (1gm, once daily, intraperitoneal, for 2 days), vancomycin injection (1gm, every 5 days, intraperitoneal, ongoing) and reintroduced ceftazidime injection (125mg, once daily, intraperitoneal, ongoing) due to peritonitis. Pd therapy is ongoing. It was reported that retraining for break in aseptic technique was performed. The patient is recovering from peritonitis and recovered from cloudy pd effluent and abdominal pain. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b6, e1. B5: upon follow up, it was reported that 17 days after hospital admission, the patient was discharged. Vancomycin and ceftazidime injections were discontinued and the patient was recovered from peritonitis (14 days after event onset). Should additional relevant information become available, a supplemental report will be submitted.